Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and seizure ("seizures") in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". Concomitant products included ethinylestradiol;norgestimate (sprintec). In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bladder pain ("bladder or urinary problems or changes painful bladder") and fatigue ("fatigue"). In 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and mental disorder ("psychological or psychiatric problem- condition:"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder urinary tract/vaginal) type:bv/ chronic bacterial vaginosis"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), cystitis interstitial ("autoimmune disorder type of disorder: ic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain ") and was found to have renal neoplasm ("tumor / teratoma / cancer type: kidney/ tumor (kidney)"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, seizure, bacterial vaginosis, post-traumatic stress disorder, cystitis interstitial, bladder pain, migraine, headache, nausea, dyspareunia, renal neoplasm, vaginal discharge, fatigue, abdominal pain lower and mental disorder outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, bladder pain, cystitis interstitial, dyspareunia, fatigue, headache, mental disorder, migraine, nausea, pelvic pain, post-traumatic stress disorder, renal neoplasm, seizure and vaginal discharge to be related to essure. The reporter commented: plaintiff claimed that essure worsened a previously existing injury/condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and seizure ('seizures') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included seizure from 2003 to september 2011. Concomitant products included ethinylestradiol;norgestimate (sprintec). In april 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In january 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced bladder pain ("bladder or urinary problems or changes painful bladder"). In march 2014, the patient experienced bacterial vaginosis ("infection (bladder urinary tract/vaginal) type:bv/ chronic bacterial vaginosis"). In 2014, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and mental disorder ("psychological or psychiatric problem- condition:"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), cystitis interstitial ("autoimmune disorder type of disorder: ic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain ") and was found to have renal neoplasm ("tumor / teratoma / cancer type: kidney/ tumor (kidney)"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, seizure, post-traumatic stress disorder, cystitis interstitial, bladder pain, headache, nausea, dyspareunia, renal neoplasm, fatigue, abdominal pain lower and mental disorder outcome was unknown and the bacterial vaginosis, migraine and vaginal discharge had resolved. The reporter considered abdominal pain lower, bacterial vaginosis, bladder pain, cystitis interstitial, dyspareunia, fatigue, headache, mental disorder, migraine, nausea, pelvic pain, post-traumatic stress disorder, renal neoplasm, seizure and vaginal discharge to be related to essure. The reporter commented: plantiff claimed that essure worsened a previously existing injury/condition. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Outcome of events "migraine, vaginal discharge and infection (bladder urinary tract/vaginal) type:bv/ chronic bacterial vaginosis" were updated to "recovered / resolved", medical history was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and seizure ("seizures") in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". Concomitant products included ethinylestradiol;norgestimate (sprintec). In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2013, the patient experienced bladder pain ("bladder or urinary problems or changes painful bladder") and fatigue ("fatigue"). In 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and mental disorder ("psychological or psychiatric problem- condition:"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder urinary tract/vaginal) type:bv/ chronic bacterial vaginosis"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), cystitis interstitial ("autoimmune disorder type of disorder: ic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain ") and was found to have renal neoplasm ("tumor / teratoma / cancer type: kidney/ tumor (kidney)"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, seizure, bacterial vaginosis, post-traumatic stress disorder, cystitis interstitial, bladder pain, migraine, headache, nausea, dyspareunia, renal neoplasm, vaginal discharge, fatigue, abdominal pain lower and mental disorder outcome was unknown. The reporter considered abdominal pain lower, bacterial vaginosis, bladder pain, cystitis interstitial, dyspareunia, fatigue, headache, mental disorder, migraine, nausea, pelvic pain, post-traumatic stress disorder, renal neoplasm, seizure and vaginal discharge to be related to essure. The reporter commented: plaintiff claimed that essure worsened a previously existing injury/condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Events added : bacterial vaginosis, post-traumatic stress disorder, cystitis interstitial, bladder pain , headache, migraines, nausea, seizure, dyspareunia, pelvic pain, renal neoplasm, vaginal discharge, fatigue, abdominal pain lower, device monitoring procedure not performed . Severity of events "abdominal pain lower and pelvic pain " updated .reporter information and patient details updated. Product indication updated. Event "injury" replaced with the events mentioned in the given pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.